Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead electrode end and lead body damage. Moreover, it was noted that the lead tip appeared smashed upon opening and helix would not extend. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead electrode end and lead body damage. Moreover, it was noted that the lead tip appeared smashed upon opening and helix would not extend. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h10: additional MFR narrative upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The analysis did confirm electrode end and lead body damage based on the finding of a deformed helix, torn drug collar, and flattened lead tip which was likely grabbed with some type of tool. Further, it was concluded that this is an unintended user error based on the induced damage finding. Hence, the observed damage was not deemed to indicate a product defect malfunction.